Event description:
It was reported that the right ventricular (rv) lead was cut during a valve replacement procedure. The lead was capped and an epicardial lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: product ID: dtbb1d1, ICD, implanted: (B)(6)2013; product ID: 4193-88, lead, implanted: (B)(6) 2005. (B)(4).